Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: unk v-loc endo stitch. On (B)(6) 2014, the pt underwent lap hysterectomy and bso. The needle broke and part of the needle was not retrieved. Then, the pt came back to the hospital about 10 days post-op and was admitted for peritonitis. The pt has undergone a CT scan. The recommendation at this point is for the pt to undergo an ex lap.